Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, rewind test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No excessive no delivery alarm noted. No crack or shifted drive support cap noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose level of 520 mg/dl. The current blood glucose is 177 mg/dl and blood glucose value at the time of hospitalization was 249 mg/dl. The customer treated their high blood glucose with pen injection and declined troubleshoot for high blood glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the insulin pump was damaged and drive support cap had crack and flushed. It was also reported that the yesterday cannula was bent and blood glucose was over 500 mg/dl. The insulin pump will not be returned for analysis.